Event description:
Philips received a complaint by the customer on the v60 indicating a battery failure message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a battery failure message when the unit was powered on. The battery was verified to be a philips battery with a 2021 date and was charged. The rse advised that the battery could be defective, and that the customer should look into replacing it. The rse provided the customer with the part number to order and replace the battery. The customer ordered, received, and replaced the battery. The customer confirmed the replacement of the battery resolved the issue. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.